Event description:
The customer reported the ventilator was alarming due to oxygen not available but oxygen was connected to the device. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported to pse that in ventilator diagnostics the oxygen pressure was 92psi. Pse advised the customer check pressure delivery to the ventilator. The biomedical engineer reported the clinician was using an oxygen cylinder with a pressure regulator that was set too high. The biomedical engineer reported the clinician changed the regulator setting however pressure was noted as 92psi. When the measured oxygen inlet pressure is out of specification, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient. The biomedical engineer reported that pressure was released in the oxygen manifold and the reported problem was resolved.